Manufacturer narrative:
(B) (4): eval results: (root cause cannot be determined based on info available). (Death).

Event description:
A 2.5 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent was deployed in the distal circumflex of a patient with no issue reported. However it was reported that, approx 5 months post deployment of the relevant stent, the patient died. The cause of death is unk; however, investigator reported no relationship between the event and the relevant stent, drug or procedure.

Manufacturer narrative:
Patient had a history of hyperlipidemia, diabetes, hypertension, a previous pci and previous myocardial infarction. Current cardiac status is old myocardial infarction. Patient's family informed hospital that patient passed away due to an aneurysm rupture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.